Manufacturer narrative:
No product was returned for evaluation - we are unable to determine any product malfunction or defect that would have caused or contributed to the customer's high blood glucose. The omnipod's user guide provides in-depth instructions on how to avoid and treat hyperglycemia. It advises customer's to check blood glucose at least 4-6 times a day, especially upon waking, before and after eating and prior to going to sleep. It further explains that blood glucose should be monitored if one feels sick, before driving, when one experiences highs/lows or if this is suspected, before/during/after exercise and as directed by an hcp. The user guide also provides extensive instructions on how to treat hyperglycemia. It is impossible to assess any possible contributing factors that may have lead to the current incident because no blood glucose or insulin history was provided - we do not know if any attempts were made to lower the customer's blood glucose prior to visiting the emergency room. We are unable to perform a lot qualification review as no lot number was provided.

Event description:
A customer's mother called at 3:25 am because she required assistance with the co-pilot software. The mother explained that her daughter is experiencing high blood glucose levels and she needs to be taken to the hospital but wanted to have the software to download her daughter's blood glucose history to take with her to the hospital. Customer service informed her that to download and install the co-pilot software it would take 40 minutes. The customer's mother decided to take her daughter to the emergency room first. No specific blood glucose or insulin values were provided. No further information was obtained regarding the emergency room visit. No product will be returned for evaluation.